Event description:
Patient is a heartmate ii lvad patient seen in clinic on (B)(6) 2020 due to reports of lvad alarms. On vad interrogation, multiple pump off and low flow alarms were noted. Patient was unaware that pump had been stopping. Pt's original implant was in (B)(6) 2016, followed by a pump exchange in (B)(6) of 2018 for electrical issues. X-rays of the driveline were done and unremarkable for identifying an area on the driveline to repair. Log files were sent to abbott for analysis; 32 pump stop alarms and 22 low speed advisories on (B)(6) 2020. Speed drops were as low as 0 rpms. The pt's only options at that time were to proceed with a lvad pump exchange or go the palliative care route. Pt is morbidly obese, imitation for cardiac transplant evaluation. Pt opted to be admitted to undergo heartmate ii to heartmate 3 pump exchange. Pt went for heartmate ii to heartmate 3 pump exchange. During the operation, the pt's heartmate ii did stop and not restart. Following heartmate 3 implantation, as bypass was weaned down and off, it was noted the pt had substantial right ventricular dysfunction, making it impossible to separate from bypass. Tee showed severe right ventricular dysfunction and no aortic insufficiency. The inlet of the heartmate 3 lvad was well positioned. Centrimag rvad was then placed. Pt to cvicu in stable but critical condition. Complicated post-op course to include: aki - crrt initiated (B)(6) 2020, re-exploration for bleeding (B)(6) 2020, ischemic hepatitis - lfts elevated. On (B)(6) 2020, low flow alarms from rvad and lvad, crrt put on hold due to hypotension despite pt on max pressor support. Pt family called to bedside and continued clinical deterioration was discussed.